Event description:
The manufacturer received information alleging a ventilator's lcd screen was observed to be black. The device was not in patient use. The device's system board was replaced to address the issue.